Event description:
It was reported that the user¿s ilet generated alert 65 during training, indicating an audio alarm issue, and despite restarts the alert recurred; the user preferred to remain on ilet while a replacement was arranged, and the problem was associated with an inaudible alarm and the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a no audible alarm linked to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.